Manufacturer narrative:
The two reported ws-1106st-s1, .045 x 6 st wire, 10-pack (part number 45-0029-s, batch number 559517) were not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
(Report 1 of 2). It was reported during surgery that two .045 x6 guide wires broke when being inserted with the power tool. The surgery was completed with a third one from a different lot number with no issue. There was no delay or adverse patient consequences were reported. There are 2 related report numbers for this event 3025141-2025-00012 and 3025141-2025-00013.